Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was damaged at the septum. Reportedly, the cartridge septum material was observed in the cartridge tubing which resulted in an occlusion alarm. The customer's blood glucose alarm was 125 mg/dl. Reportedly, customer cleared the alarm and continued to use the existing cartridge on the pump for insulin therapy.